Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va1nenn, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had been going to the bathroom every hour or an hour and a half and was not being able to sleep. It was also reported that the patient slide on ice, hitting the curb in november and a medtronic representative stated that 'half of it is broken' that they had some issues with the lead following the fall. It was further reported that the patient has been having problems with their device/ device not working following the fall. As for troubleshooting, caller stated that they increased stimulation but it was uncomfortable and trembled so they turned stimulation back down. Patient was currently on program 1 at 1.0v and was changed to group 2 with stimulation at 2.1 and stated that they were comfortable. Patient has an upcoming appointment scheduled for (B)(6) 2019. No further complications were noted or anticipated.